Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that after removing the syringe needle from the cartridge, the air removal step could not be completed due to a syringe issue. This occurred multiple times. Blood glucose was not reported to have been impacted.